Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and replaced with other company lens in a secondary procedure. The clinical reason for the explant was patient unable to adjust to toric lens. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Small marks are observed on the optic. The lens was cleaned with klrp for further evaluation. A power and resolution inspection was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. Lens damage was observed. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection was conducted with acceptable results. The company lens, 19.5 diopter (add power +2.17/+3.25) lens was replaced with a non-company monofocal lens with an 18.5 diopter power. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the clinical reason for the explant was the patient¿s inability to adjust to the panoptix lens.